Manufacturer narrative:
(B)(4). The homechoice device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore an evaluation will not be performed.

Event description:
During a follow-up call by baxter's field corrective action (fca) associate on the "urgent product recall letter dated (B)(6) 2010", the home patient (hp) reported that for a couple of weeks now he had been feeling full, bloated, tense abdomen, difficulty breathing, vomiting periodically, and nauseated. The fca associate provided the baxter technical service's phone number and was attempting to transfer hp, the but hp claimed she had an appointment for blood work. During a follow up phone call by product surveillance to the nurse on (B)(6) 2010 regarding the reported symptoms, it was revealed that the hp has ongoing issues with maintaining proper fluid balance. Per nurse, hp and wife have been trained and re-trained several times. The nurse added that hp is also non-compliant with diet. However, the nurse stated that the hp did have a double fill during manual therapy once on (B)(6) 2010, because the hp had reportedly filled once already. Per nurse, hp ended-up manually draining over 4000 ml. The hp's largest prescribed fill volume is 2300 ml. The nurse stated that hp denies bypassing anything either. The nurse stated that the reported symptoms are related to hp's inability maintain proper fluid balance. The nurse added that they will continue to monitor the hp. Per increased intra peritoneal volume (iipv) call script . The volumes reported meet the criteria consistent with iipv or an overfill event. Therefore, this is an iipv event. The probable cause was identified to be due to off-cycler exchanges.